Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results for three (3) different patients that were generated by the unicel dxi 800 access instrument. Patient a: the initial accu tni result was 2.90ng/ml and 0.04ng/ml upon repeat. A fresh sample was collected from the patient and tested for accu tni; the result was 4.18ngml and 0.04ng/ml when repeated. Patient b: the initial accu tni result was 0.94ng/ml. The sample was re-tested twice in multiple replicates and the results were in the range of 3.68-06ng/ml. Patient c: the initial accu tni result was 3.11ng/ml and 0.12ng/ml upon repeat. The erroneous results were reported out to the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 07/26/2006 passed.the specimens were collected in bd, plastic, sodium heparin, without gel separators tubes. The samples were centrifuged at 3,500 rpm for 10 minutes in a refrigerated centrifuge. The specimens were sampled from primary tubes and repeat samples were poured off and re-centrifuged. Service was not dispatched to the customer's lab as they stated that instrument performance is not an issue. The customer believes their instrument is operating as expected and sample integrity issues may have contributed to this event. Although pre-analytical factors may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.